Manufacturer narrative:
The surgeon reported that after utilizing the part per manufacturer instructions, he injured the proximal phalanx of his third left finger. This was caused by a blockage of the powerease around the instrument, used to mill/shape the pedicle. The injury did not require intervention, and it has been reported that his finger is in good condition. The part responsible for the reported incident has not be received by the manufacturer for further analysis.

Event description:
A site surgeon reported that he had hurt one of his fingers due to an unexpected navlock spin.